Event description:
On 4/29/00, the customer reported out an axsym beta-human chorionic gonadotropin result of 270.3 miu/ml. The sample was retested on 5/4 in response to the physician's questioning. The sample yielded a value of 0.0 miu/ml. A corrected report was sent. There was no report of impact on pt mgmt.